Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade ii. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 325cc mentor smooth round moderate profile saline breast implants experienced postoperative right-sided implant deflation with pain and bilateral capsular contracture, baker grade iii on the right and baker grade ii on the left. The diagnoses were confirmed by a healthcare professional. As a result, the patient underwent explantation and replacement with 425cc mentor smooth round moderate profile saline breast implants, catalog # 3501670, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. The implantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Mentor received additional event information that the patient¿s actual date of implantation was (B)(6) 2009. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).